Event description:
Revision surgery - the baseplate 6.5 screw and two of the 3.5 screws were broken, as well as the pt complaining of pain.

Manufacturer narrative:
The original surgery was on (B)(4) 2003 and the revision operation was performed on (B)(6) 2012. The outcomes attributed to this surgery are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the failed baseplate. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The patient appeared to have minimal glenoid bone for fixation as only three bone screws were used in both the original and revision operations, as opposed to using four screws to connect the baseplate to the bone. All three of the replacement bone screws were the minimal axial length offered by djo surgical at 14mm. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows other product complaints for the baseplate, glenoid head, humeral socket, and bone screw, none of the complaints indicate a design or manufacturing problem with the devices. The root cause for this revision surgery was a failed rsp baseplate after 9.7 years of patient use. The patient reported pain and it was subsequently determined that the baseplate central screw and two of the three peripheral bone screws had fractured. The cause of the baseplate damage could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. The current rsp implants, instruments, and surgical technique have improved over the first generation system installed in 2003.